Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2011. During the procedure, the sling deployed and the plastic sheath started to be removed. The surgeon had cut the mesh and sheath without removing the entire sheath. The sheath and plastic then retracted into the patient's thigh and could not be located. The physician then removed the mesh from the vaginal incision hoping that the sheath would come out, but it did not. The thigh incision was made larger to locate the sheath but it still could not be located. The physician aborted the procedure. The patient underwent reoperation on (B)(6) 2011. The physician was concerned that some of the plastic sleeve that covers the mesh remained inside the patient. The physician dissected to the obturator through the vagina and through the thigh exit point, and no sheath was found. The patient is asymptomatic and a decision had been made not to intervene any further, and monitor the patient for adverse events.

Manufacturer narrative:
(B)(4). Conclusion: user error caused the event. The device information for use states when the tape is in position, remove the plastic sheath that covers the tapes. Place a blunt instrument between the urethra and the tape during removal of the plastic sheaths, or use other suitable means during sheath removal, to avoid positioning the tape with tension. Following tape adjustment close the vaginal incision. Cut the tape ends at the exit points just below the skin of the inner thigh. Close the skin incisions with suture or surgical skin adhesive.